Manufacturer narrative:
To date, the incident sample has not been received for evaluation. Additional questions have also been sent to the site, but the site has not yet responded. If the sample is returned or if additional information is learned that is pertinent to the incident a supplemental report will be filed.

Event description:
The report stated that the ligasure handpiece jammed on the pt tissue. There was a report of bleeding due to this. The site also reported no pt injury.